Manufacturer narrative:
The technician replaced the casters, caster supports and bushings to repair the bed.

Event description:
Information received indicates the brake is not holding. Casters continue to swivel from side to side when in brake.